Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7117635.

Event description:
It was reported that the deep brain stimulation (dbs) patient's wound over the left burr hole cover was not healing. Laboratory results revealed a normal white blood cell count, and the patient was afebrile; however, culture results revealed scant staphylococcus. The patient was prescribed antibiotics, but when the wound did not improve after two days, the patient was admitted to the hospital. The patient underwent a precautionary procedure wherein the left lead and burr hole cover were removed. The patient did well postoperatively.

Manufacturer narrative:
Block d2b: nhl, pjs. Analysis of the returned burr hole cover and lead passed visual inspection and revealed normal device characteristics. A labeling review revealed implant site complications such as pain, poor healing, redness, warmth, swelling or wound reopening, and infection are known risks of use with the dbs system.

Event description:
It was reported that the deep brain stimulation (dbs) patient's wound over the left burr hole cover was not healing. Laboratory results revealed a normal white blood cell count, and the patient was afebrile; however, culture results revealed scant staphylococcus. The patient was prescribed antibiotics, but when the wound did not improve after two days, the patient was admitted to the hospital. The patient underwent a precautionary procedure wherein the left lead and burr hole cover were removed. The patient did well postoperatively.